Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 08-feb-2023. H6: investigation summary. Our quality engineer inspected the samples submitted for evaluation. Bd received 33 sealed 24g x 0.75in. Insyte autoguard devices from lot number 2160893. A gross visual inspection shows that all the units were sealed in packaging with no apparent physical damage. A sampling of (B)(4) units was used for testing. The functional test of the safety mechanism revealed that the needle on each device successfully retracted when the button was pressed. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in the report. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 24ga the needle will not retract. This occurred (B)(4) times. There was no report of patient impact. The following information was provided by the initial reporter: will not retract.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 24ga the needle will not retract. This occurred 5 times. There was no report of patient impact. The following information was provided by the initial reporter: will not retract.